Manufacturer narrative:
Device was used for treatment not diagnosis. Peng, m et al (2016) orbital fracture repair outcomes with preformed titanium mesh implants and comparison to porous polyethylene coated titanium sheets. Journal of cranio-maxillo-facial surgery, vol. 45, pp: 271-274. This report is for an unknown matrix midface titanium preformed orbital plate (pfti) system. (Other number) UDI: unknown part number, UDI is unavailable. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. (B)(4). Orbital volume augmentation. Diplopia requiring surgery with one patient undergoing inferior rectus recession, and one patient undergoing inferior oblique myectomy. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: peng, m. Et al (2016) orbital fracture repair outcomes with preformed titanium mesh implants and comparison to porous polyethylene coated titanium sheets. Journal of cranio-maxillo-facial surgery, vol. 45, pp: 271-274. The study reviewed usages of implant, the matrix midface titanium preformed orbital plate (pfti) (depuy synthes, west chester, pa, USA) for orbital fracture repair. The study was conducted between january 2008 through october 2014. Five patients underwent implant revision or removal and 5 patients had orbital volume augmentation. Seventeen patients reported diplopia at the last follow up. Three of these patients with diplopia required surgery with 1 patient undergoing inferior rectus recession, 1 inferior oblique myectomy and 1 implant removal. This report is for an unknown matrix midface titanium preformed orbital plate (pfti) system. A copy of the article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).